Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267 alarm, which occurred on the homechoice (hc) during use, during fill 3 of 5. Per the registered nurse (rn) he removed the solution bag from the last fill line and connected it to a white clamp line. They removed the bag from the heater because it was empty and put a solution bag on the heater. The tsr explained about disconnecting the solution bag and removing the heater bag from the heater. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2012 and he said that he was aware of the patient having had that issue. There was patient involvement but no reported injury.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown.